Event description:
A rep from the baxter medical device lab reported a baxter-owned infusion pump with a failure code 812:02. The failure code had occurred in the medical device lab while tests were being performed on the pump. The rep stated that the pump is strictly for testing use and does not leave the facility.